Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced and adjusted the top seal solenoid and the heating element. The cse tested multiple cuvettes without any error. The cse then ran multiple tubes and the sealing was appropriate. The cause of the cuvette contents being splashed in the operator's eye was related to the cuvettes not sealing properly. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a dimension exl with lm instrument was splashed in the eye with the contents of a cuvette. The operator discovered that the cuvettes were not sealing properly and was replacing the film when the incident occurred. The operator is following the lab procedure to monitor blood work for the next year. There are no reports of adverse health consequences due to the cuvette contents being splashed in the operator's eye.